Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range, pacing lead impedance was observed on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable.